Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his wife was hospitalized due to a diabetic ketoacidosis three weeks ago. The blood glucose value was not known at the time of the incident. The customer declined trouble shooting for the insulin pump. No further information was obtained. Customer's blood glucose level was 580 mg/dl. The device was not returned.